Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the 45-day routine follow up transesophageal echocardiography (tee), the physician noted a device related thrombus. The patient was placed on eliquis and will be reimaged in a few months.

Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the 45-day routine follow up transesophageal echocardiography (tee), the physician noted a device related thrombus. The patient was placed on eliquis and will be reimaged in a few months.

Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.